Event description:
The customer performed a blood glucose test and received a result of 400mg/dl. Thirty minutes later the customer was seizing. 911 was called and emergency medical technicians tested the customer's blood glucose and received a result of 30mg/dl. The customer was taken to the hosp and given glucose and orange juice to drink. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.